Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd insyte¿ autoguard¿ cateter i.v. Has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: peripheral catheter defective, when separate the needle the catheter pierces and we loose the whole procedure and we need to puncture the patient two times.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It has been reported that the bd insyte¿ autoguard¿ cateter i.v. Has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: peripheral catheter defective, when separate the needle the catheter pierces and we loose the whole procedure and we need to puncture the patient two times.